Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they were getting the system problem rm03 message when they attempted to charge their implant. The pt reset the controller about 3 or 4 times and the issue persisted. The pt denied visible damages on the recharger. The pt note that the relay box would get a little warm. This issue was not resolved. A replacement recharger (rtm) was sent out. No symptoms were reported. Ps reopened case to send email to repair for a replacement recharger and to add serial number of replacement recharger into secure note. Pt called back and stated they sent the exchanged unit back and received the replacement recharger. Pt had no issues with the exchanged recharger and no issues with the controller. Pt received the replacement recharger and started getting the batteries low replace controller batteries message. Pt noted the controller was at 100%. Pt's screen also gets stuck on the spinning screen (ps understood this as as looking for a device screen) so pt has to keep resetting the controller. Pt also noted their back was in bad shape. Pt also noted their pump device was working. Ps closed case.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) serial number (B)(6) found no device found message. No anomalies were visually observed this regulatory report is being submitted as part of a retrospective review as part of a CAPA (B)(4) action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.